Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents and scratches on the distal edge, dirt under the cover glass, severe dents on the outer tube, loose light guide adapter, light transmission failed. A root cause could not be identified. Based on the investigation results, the reported failure was not confirmed. The most probable cause of the reportable malfunction (bad image) was not identified. Also, for the dents and scratches on the distal edge, severe dents on the outer tube, loose light guide adapter, and light transmission failure, the cause was traced to component failure. And the most probable cause of the complaint (dirt under the cover glass) was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported; the rigid video scope produced bad image. The issue occurred during reprocessing. There were no reports of patient involvement.